Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate referenceinvestigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 80 to 110 mg/dl. Customer sought medical intervention due to meter's results on (B)(6) 2015. Customer performed blood glucose test after meal and received results of 179 mg/dl. Around 30 minutes late at 1:00am, wife called emergency medical services (ems) due to observed symptoms of mumbling, shaking, and sweating. Customer passed out. Blood glucose tested with ems meter and result was 35 mg/dl. Currently not taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/20/2016 and open vial date is month of (B)(6) 2015. Meter memory not recalled.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 80 to 110 mg/dl. Customer sought medical intervention due to meter's results on (B)(6) 2015. Customer performed blood glucose test after meal and received results of 179 mg/dl. Around 30 minutes late at 1:00am, wife called emergency medical services (ems) due to observed symptoms of mumbling, shaking, and sweating. Customer passed out. Blood glucose tested with ems meter and result was 35 mg/dl. Currently not taking medication to manage diabetes. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 11/20/2016 and open vial date is month of (B)(6) 2015. Meter memory not recalled.